Manufacturer narrative:
Motor error alarm during rewind due to faulty u1/rf. Motor passed motor test. Unable to verify a35 alarm and perform the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip, scratched lcd window, scratched case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 526 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.